Event description:
Customer has received motor error alarm. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with motor error alarm during rewind due to the motor encoder signal being out of phase. Unable to verify the error alarm due to the motor error alarm. No cosmetic damage noted.